Manufacturer narrative:
Evaluation results for cutter #1 of 2. The cutter was received in an opened bl5612 pouch from lot v6802. The expiration date on the label is 2017-09. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts, irrigated and aspirated as intended. The cutter displayed no weak or reduced aspiration. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2 see 1920664-2016-00442.

Event description:
Surgeon reported the cutter was able to cut, but unable to aspirate. Nucleus dropped due to no aspiration. The nurse changed to another cutter with the same lot number, and also experienced no aspiration. The patient was discharged and would arrange for another surgery to remove the dropped nucleus and replace the cataract lens with an intraocular lens.